Manufacturer narrative:
(B)(6). The device was manufactured september 25, 2017 - september 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the overpouch. This occurred before patient use. The device had been filled with 40ml fluorouracil and 58ml 0.9% sodium chloride solution to a total fill volume of 98ml. There was no patient involvement. No additional information is available.